Manufacturer narrative:
Updated information: d9 device return date added; g1 MFR contact fax number.

Manufacturer narrative:
Corrected d3 manufacturer fax. Corrected d4 serial number. Added e4 reporter also sent report to FDA was omitted during initial report. Added g1 manufacturer contact fax number was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as high purge pressure did not reproduce with pump on returned product and no logs were returned to confirm purge values in the field.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 63-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, there was a defective purge cassette alarm on the automated impella controller (aic). To troubleshoot, the cassette was removed and reinserted several times, but was unsuccessful. The cassette was replaced with a new cassette, which resolved the issue. The following day, the purge pressure (pp) was high and the purge flow (pf) was low. Tissue plasminogen activator (tpa) was initiated. Pf remained below 1 with an increased pp, despite tpa. Two days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-7 at 4.1l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.